Manufacturer narrative:
A review of the complaint history, device history record, documentation, manufacturing instructions, quality control, instructions for use, specifications, and drawings was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore no physical examination could be performed. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. Per the IFU, ¿sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ it was confirmed by a cook sales representative that the packaging was not damaged or opened prior to use. It is unknown whether the patient had any medical history that would contribute to the infection at the site. This device was involved in a validated sterilization cycle before distribution. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient developed "wounds with pus and a start of necrosis to the skin" more than 10 days following placement of entuit secure gastrointestinal suture anchors for an unspecified indication. The customer indicates that the devices are placed "slightly loosened" to attempt to avoid necrotizing irritation. Culture results and sensitivity are not known. The actions taken by the clinical staff were not provided. The device is not available for evaluation. A follow-up report will be provided if any additional information is received. The product insert warns that "gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around the gastropexy site." This is one of four medwatch reports being submitted as the customer reported four patient event s occurring over a one month time frame. Reference MDR numbers 1820334-2017-02357, 1820334-2017-02358 and 1820334-2017-02359 for all associated reports.